Event description:
A customer contacted beckman coulter, inc (bec) concerning an erroneously elevated troponin (accutni) result, above the ami cutoff, generated by synchron lxi 725 clinical system for one patient. The result was reported out of the laboratory. Repeat testing on the same and on a subsequent draw produced results within the normal reference range. The customer does not know if the patient treatment was affected.

Manufacturer narrative:
Sample 1/1 was a line draw by nursing staff, and sample 1/2 was a peripheral draw performed by lab staff. Both samples were full draws into lithium heparin tubes with gel. The samples were centrifuged at 8000 rpm for 3 minutes at room temperature. Two levels of qc are run once daily and had been recovering within +/- 2sd from the established mean prior to and after the event. System checks were performed on (B)(4) 2011. All portions recovered within the published specifications. The fse was onsite on (B)(4) 2011. The field service engineer (fse) performed hardware verification per service manual. Both high sensitivity system check and system check passed within the published specifications. No hardware issues were noted. No root cause for this event was determined.